Event description:
Event description guidant received information that this pacemaker was suspected to have depleted early, as the displayed longevity remaining was two years after only being implanted for two and one half months. Additionally, the magnet rate was 90 ppm, indicating elective replacement near. Device replacement was therefore planned. During the pacemaker check just prior to the replacement procedure, interrogation revealed that the longevity remaining had returned to greater than five years, and the magnet rate was 100 ppm, indicating beginning of life. Technical services was consulted and a download of the device memory was recommended, however, the physician elected to continue with device replacement.